Manufacturer narrative:
B4:19aug2021. The patient experienced an event of oxygen desaturation to 79% spo2. The customer substituted the ventilator with a standby ventilator. There was no delay in therapy. It was reported to philips that the device was displaying oxygen not available error messages. The patient experienced an event of oxygen desaturation to 79% spo2. The customer substituted the ventilator with a standby ventilator. There was no delay in therapy the customer was advised to do an o2 and air flow accuracy, mix accuracy, and high pressure leak tests. The drpt log showed 1111-oxygen device failed and 1208-alarm message: oxygen not available error codes. The customer was advised to send unit in for full performance testing. The service engineer (se) ran performance testing on the device and could not duplicate the alleged malfunction. The se recommended the replacement of the o2 solenoid valve. The se replaced the o2 solenoid valve. The device passed performance verification testing. Additionally, annual preventive maintenance was completed on the device. Based on the service performed, the alleged malfunction was confirmed. Following the repair, the device was placed back into service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
Report date: 11jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device was displaying oxygen not available error messages. The device was not in clinical use at the time of the event. There was no report of patient or user harm.